Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 02-aug-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.